Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had died post procedure. The cause of death was not known at this time. The procedure was routine with the exception of high right ventricular (rv) pacing thresholds that required several rv lead repositions. Excellent position was obtained associated with a rv pacing thresholds of 0.5 volts at 0.4 ms. Around the time of pocket closure, the patient was not responding and the patient's hemodynamic status changed. Echocardiogram did not identify any perforation or tamponade. Despite cardiopulmonary resusitation (CPR) for approximately 45 minutes, the patient died. The local representative mentioned that an autopsy may be performed. Boston scientific received information from the local representative that the cause of death was not identified. An autopsy was not performed. To date, the device has not been returned to boston scientific.

Event description:
--